Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery intermittently over the past two weeks. They had trouble keeping his blood glucose level under 200 mg/dl. When his blood glucose level is high, the customer gives himself a correction bolus. However it seemed that he was not receiving insulin. They changed out the site, infusion set, reservoir, insulin, and the temp basal to 150 percent. He only seemed to keep his blood glucose down with the temp basal. Customer's blood glucose level was 564 mg/dl. The device was not returned.